Event description:
It was reported that the right ventricular lead exhibited high lead impedance due to rib clavicular crush damage. The lead was capped during a routine pulse generator change out.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.